Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook zta product. Similar to device under PMA p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a thoracic graft implanted in 2019 which has now been explanted . Renal tubular acidosis (rta) 2 years ago. Then developed thrombosis throughout the graft. Stenosis within the graft, symptomatic - so explanted. Patient outcome: device explanted. Replacement of descending aorta.

Manufacturer narrative:
Manufacturers ref#(B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 01aug2022: the fluid was saline. The tevar was put in elsewhere for trauma and after a few years it was lined with thrombus causing a pseudocoarctation and needed to be explanted.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the patient born (B)(6) 1999 who has been involved in road traffic accident has been treated for btai (a blunt thoracic aortic injury) in (B)(6) 2019 with a cook stent graft, presumably a zta (complaint device). The lot number was not provided. 2 years later the stent graft became lined with thrombus causing a pseudocoarctation. The patient underwent replacement of descending aorta and stent graft explantation. It is unknown whether the patient was put on anti-platelet or anti-coagulation therapy after procedure. The complaint device was returned and evaluated. The device evaluation showed the harden tissue/thrombus inside the stent graft, which is presumably the reported thrombus. Based on the device evaluation it has not been possible to determine the exact prn of the device. However, the stent graft had a proximal bare stent, three body stents, a length of ~ 95 mm and a diameter of ~ 26 mm., these observations and measures indicate that the returned device could be a zta-p-24-105 or a zta-p-26-105. It has not been possible to determine the cause of the reported thrombus inside the stent graft. However, according to the current IFU, risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.